Event description:
On 10/6/94 distributor from the hosp reported that the ventilator apparently had malfunctioned on a pt. When the respiratory therapist arrived at the nicu, the pt was being bagged because the pulse oximeter was indicating saturation below 80%. The hosp reported that the pt was put on another ventilator and apparently was not compromised by the incident. Therapist observed the ventilator was not alarming although the pt circuit was disconnected, and the 5 digital displays were blinking on and off rhythmically. The hosp said they tested subsequently the ventilator for several hrs but were unable to duplicate the problem.